Event description:
Revision surgery - tibial insert replacement, poly insert had lost height due to wear.

Event description:
During the evaluation of a colleague infusion device the channel b channel select key was found to be inoperable. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This is involving a colleague infusion device with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
The condition of an inoperable channel b channel select key was confirmed. The channel b pump head module keypad was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was not previously serviced for the reported condition of channel b channel select key was found to be inoperable. (B)(4).